Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the lead was bent inside the package on date notified. There were no environmental issues that led to the issue and no diagnostics/interventions performed. A new lead was used, resolving the issue. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the stylet s/n unknown confirmed the allegation. It was found that the stylet wire was severely bent at the proximal end, near the handle.

Event description:
On (B)(6) 2017 mpxr (B)(4) , imgx2 (hcp, rep): a healthcare professional (hcp) via the manufacturer representative (rep) reported that the lead was bent inside the package on date notified. There were no environmental issues that led to the issue and no diagnostics/in terventions performed. A new lead was used, resolving the issue. No further complications are anticipated. On (B)(6) 2017 an_rp (rep): nni. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.